Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after first firing jaws got stuck. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Feed link broke with clip present in device. Additional information: was user able to open jaws of device? If so, how were jaws opened? ¿ yes, by force jaws were opened. Was device stuck on tissue? If so, how was device removed from tissue? Was there damage to tissue? If so, how was tissue repaired and how was patient treated?- no. Did the surgeon try to pull the trigger from the handle?- no. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? - yes. How was case completed?- using reusable ligating device. Was cholangiogram done on procedure?- no. Was device fired over hard structure? -no. Was there any torquing or twisting of device? - no. Was there any resistance felt when firing? - no. Were there any unusual noises? - no. Was clip fed into jaws and was surgeon able to visualize clip? -no the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted the firing mechanism was damaged. The device was disassembled and the feed link was found to be broken. However, it could not be determined what may have caused the found condition. Thirteen clips were found on the clip track. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.